Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm. Model#: sc-4316, lot #: 17248767, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was not getting any stimulation in the desired areas. Fluoroscopy showed that the leads appeared to be in a caudal position. The patient underwent a revision procedure wherein the leads were replaced and relocated to a more cephalad location. It was also noted that the ipg was replaced for an unknown reason. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician decided to replace the ipg as the device functionality could not be checked since the ipg had no charge. It was also mentioned that the physician did not want the patient to go through the procedure for the third time if the ipg was faulty.

Event description:
A report was received that the patient was not getting any stimulation in the desired areas. Fluoroscopy showed that the leads appeared to be in a caudal position. The patient underwent a revision procedure wherein the leads were replaced and relocated to a more cephalad location. It was also noted that the ipg was replaced for an unknown reason. Device malfunction was suspected. The patient was doing well postoperatively.